Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer passed away on (B)(6) 2024. The pump was found underneath customer¿s body; however, the reporter could not verify if the pump was in use at the time of the event. The reporter was unable to provide further information regarding the event. Multiple attempts were made by tandem technical support to obtain additional information; however, no information is available. At the time of this report, pump data is not available for review.